Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached and of service. It was reported that the patient had experienced injury with a seizure during the past year, during which they fell and hit their face, resulting in lacerations. Device diagnostic testing performed at the above-mentioned office visit was the first time this testing had been performed since the seizure incident with the injury to the patient's face. It was reported that the patient has experienced an increase in seizure activity since the fall. Review of x-rays by treating physician revealed a break in the lead indicating that the patient was not receiving vns therapy as intended. Lead replacement surgery is planned.

Event description:
Product analysis summary: a coil break was identified on the lead assembly. It is believed stimulation was present for a period of time as evidenced by the presence of metal pitting on the broken coil wires. Due to mechanical metal dissolution and mechanical distortion the fracture mechanism cannot be ascertained. The concomitant (pulse generator) device was also returned and analyzed. The pulse generator is operating within the manufacturer's final electrical test specification. The pulse generator did not show any condition that would have contributed to the reported events. The cause of the coil break may have been due to the pt falling.

Event description:
Product analysis summary: the lead assembly was returned for analysis in one piece. The lead was received without the electrodes. Visual inspection found no anomalies to the coils. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. Setscrew marks were seen on the lead's connector pins, indicating that there was proper mechanical and electrical contact between the generator and connector pins at one time. The condition of the lead is consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported events.